Event description:
A (B)(6) female pt called zoll customer support to report that one of her battery packs wasn't charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (not charging) has been confirmed. Upon investigation, the battery pack pca board was contaminated. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.